Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2012, inratio inr: 4.5, 6.5 and 5.9. The time between testing was 10 mins. Therapeutic range 2.0-3.0 for pt. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
Investigation pending.